Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the ipg had reached end of service and programmer displayed the "replace generator" error message. Surgical intervention may be undertaken to address this issue.